Manufacturer narrative:
Calibration and qc were acceptable. The field service engineer discovered the sample probe and tip were crimped. He replaced the damaged sample probe. He performed precision testing, calibration, and serum qc on the ise module and the results were acceptable. The customer mentioned urine qc was running low. He replaced the ise module seals and syringes. He performed qc and it was acceptable. He repeated qc and the na qc was high, so he replaced the na electrode. He performed calibration and qc with acceptable results. He primed the ise module, performed ise checks, and performed precision testing with passing results. He performed qc three times with acceptable results. He verified that the calibration and qc results were ok for 72 hours on the ise module. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na, k, and cl results for three patients tested on a cobas 8000 cobas ise module. The initial results were reported outside the laboratory, and the doctor requested the samples to be repeated. The customer performed repeat testing for confirmation. Patient 1¿s initial results were na 150 mmol/l, k 5.1 mmol/l, and cl 95 mmol/l. The repeat results on the same analyzer were na 134 mmol/l, k 4.5 mmol/l, and cl 110 mmol/l. Patient 2¿s initial results were na 140 mmol/l and k 4.2 mmol/l. The repeat na results were na 149 mmol/l, 140 mmol/l and 142 mmol/l, and the repeat k results were 3.6 mmol/l, 3.3 mmol/l, and 3.4 mmol/l. The customer performed repeat testing on the same analyzer. Patient 3¿s initial na result was 147 mmol/l, and the repeat na result on a different analyzer was 140 mmol/l. The repeat results were determined correct. Patient 2 is a (B)(6) year old female born in (B)(6). Patient 3 is a (B)(6) year old female born in (B)(6). Na electrode lot number was z5924 with an expiration date requested but not provided. K electrode lot number and expiration date were requested but not provided. Cl electrode lot number and expiration date were requested but not provided.